Event description:
The svc report shows that the device volumes were out of spec, and the device would not maintain adequate pressures. The nellcor puritan-bennett svc technician inspected the device and replaced a worn cup seal. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.